Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under his left armpit and back. The rash was described as a condition that intermittently subsided and that was present prior to the lifevest and during its use. The patient was given a special soap by his dermatologist and also used an anti-itch cream on the area. Follow-up indicated that the rash had improved.